Event description:
Rec'd info stating patient was hospitalized due to high blood glucose levels. Reporter indicated cannula was kinked upon removal.

Manufacturer narrative:
It is unknown if infusion set used at the time of event is one distributed by tandem.